Event description:
User received an instrument alarm, and then ran four patient samples which generated erroneous results. Only two patient examples were provided that gave discrepant results for alt. Initial gave 11; repeat gave 21 u per l. None of the original results were reported.

Event description:
User received an instrument alarm, and then ran four patient samples which generated erroneous results. Only two patient examples were provided that gave discrepant results for alt. Initial gave 10; repeat gave 26 u per l. None of the original results were reported.

Manufacturer narrative:
The field service representative determined the cause to be a problem with alignment of the sipper probe. He instructed the customer to investigate sipper movement and sample flow. Customer identified and resolved issue, and verified analyzer operation.